Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 360 mg/dl with high ketones. The cause was unknown. Customer changed infusion set, cartridge and delivered a correction bolus to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.